Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer was unable to recall the amount displayed on the pump after the cartridge was loaded initially, but reported that the amount displayed was less than what the customer expected. The customer's blood glucose level was 205 mg/dl. Reportedly, the customer reloaded the cartridge and received an accurate estimate.